Manufacturer narrative:
The subject device has been returned to local sales office of olympus and is in the middle of the transfer to omsc for evaluation now. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device went out from the endoscope and then fell into the patient¿s mouth during the unspecified diagnostic procedure. It was occurred at the end of its procedure when the endoscope was removed from the patient. The user removed and retrieved the subject device from the patient, and its procedure was completed. There was no adhesion of the patient's tissue to the subject device. The user had performed the inspection before use and found no abnormality. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was received the subject device and found followings: [investigation result]: it was confirmed that while there was no damage on the tip side of the subject device, but the rear end side of the subject device was cracked so that it could easily come off the endoscope. As for failure part of the subject device, the rear end of the distal end cover will not crack due to the load of attaching to the endoscope. It is possible that the subject device was crushed before use and was easily cracked, or that it was cracked due to the adhesion of chemicals such as anti-fog agents. [Cause]: based on the investigation results, at first, it was suspected the use of anti-fog agents because the rear end of the distal end of the subject device was cracked. But the user facility had not used anti-fog agents as shown in the report of the user. As a result, omsc surmised there was the possibility this phenomenon was attributed to a load that crushes the subject device during storage was applied and the damage occurred, and the durability of the damaged part was reduced. Also it might have damaged even by the load when the subject device was attached to the endoscope, and by using it as it was without noticing the damage, it might have become insufficiently fixed to the endoscope, and there was a possibility that it might have come off due to friction with the patient body cavity at the time of removal. If additional information becomes available, this report will be supplemented.